Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during peritoneal dialysis, the catheter was secured during external traction and getting without distal foam. The break of the catheter was found at the distal end(near the skin) which makes the catheter to burst and making its unfeasible. The procedure was completed but they had to extend the surgical time of 20 minutes due to the catheter replacement. The catheter was not repaired and there was no blood leak. Tego was not utilized and there was no luer adapter issue. There was no patient injury.